Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented with increased hv lead impedance. The impedance has been increasing, but remains in an acceptable range. The lead was explanted and replaced with laser. The patient was stable post procedure.

Manufacturer narrative:
A partial lead from the distal tip measuring 58.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.